Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient developed skin necrosis and infection at the implant site, exposing the receiver/stimulator. The patient was subsequently treated with oral antibiotics (specific date and duration not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.